Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was charging last night and it all went off and said to call medtronic. Agent asked if there was a code and patient said it said something like system problem or software problem. Patient then said the screen shut down and would not come back on. Agent advised to reset controller and patient was seeing settings not available, the patient confirmed that this was the code they have been seeing. Agent reviewed this has to do with the implant and settings. The patient states their implantable neurostimulator (ins) is at 50%. Agent reviewed to finish charging and than attempt to increase settings and or change groups and if the message continues will have to see the healthcare provider (hcp). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The manufacturer representative (rep) is scheduled to meet with the patient on 9/10 at 10:00am. Additional information was received from a manufacturer representative (rep). It was reported that there was a possible open on contact 5 and to avoid with impedance at 111780. The patient was reprogrammed to avoid the affected contact and the oor message was cleared.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the high impedance was unknown. Patient denied any falls, injuries, or other precipitating factors.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2007 product type lead product ID 3708160 serial# (B)(6) implanted: (B)(6) 2007 product type extension product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.